Event description:
It was reported that customer experienced occlusion alarms. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. Customer cleared alarm and resumed insulin delivery.